Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the patient required a subsequent procedure. The patient was discharged home. However, the next day, the patient returned to the operating room for an open procedure due to a complication. The specifics regarding the reason for a subsequent procedure were unknown. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.